Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that he was taking off the system to shower and the cord got snagged on something. The top of the monitor came off and now the monitor is displaying connect belt messages. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (end cap separation) has been confirmed. As received, the monitor was found to have its end cap separated from the case and both white cables connecting the auxiliary board to the computer/analog board were unplugged. The cause of the connect belt messages was due to improper communication between the auxiliary board and the computer/analog board because of the unplugged cables. The root cause of the unplugged cables was the pt catching the electrode belt on "something" and pulling off the end cap. Once the cables were reattached, the monitor was fully functional and able to perform a baseline and pt treatment sequence. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.